Manufacturer narrative:
The disposable raptor grasping device - mini is intended to be used to grasp tissue and/or retrieve foreign bodies, excised tissue and stents during endoscopic procedures. A user reported control wire separation from the distal grasping assembly during use of the device for stent removal. The device remained intact and was removed from the endoscope. The procedure then continued with a second raptor grasping device - mini. There was no harm to the patient or user as a result of the wire separation. The device history record was reviewed and no anomalies identified. The device was not returned to us endoscopy for evaluation. Us endoscopy later received medwatch report #mw5064116 concerning the same event and confirming the initial report of no harm. This MDR is made in response to the medwatch report. This report will be updated if further information becomes available.

Event description:
The disposable raptor grasping device - mini is intended to be used to grasp tissue and/or retrieve foreign bodies, excised tissue and stents during endoscopic procedures. A user reported control wire separation from the distal grasping assembly during use of the device for stent removal. The device remained intact and was removed from the endoscope. The procedure then continued with a second raptor grasping device - mini. There was no harm to the patient or user as a result of the wire separation.